Manufacturer narrative:
Section b5, d7: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The patient's pump was explanted on (B)(6) 2020 due to recovery and suspect outflow thrombus or outflow graft twist. The patient had a constant low flow alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images confirmed a twist in the sealed outflow graft. Although a specific cause for the observed outflow graft distortion could not be conclusively determined through this evaluation, the distortion could have contributed to the reported low flow alarms confirmed in the submitted log files. Additionally, the report of suspected thrombus could not be confirmed through this evaluation. A computed tomography (CT) scan was performed and review of the account¿s submitted images revealed a narrowing of the proximal half of the graft material underneath the bend relief, which appeared to be consistent with a twist. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 1¿ of the sealed outflow graft was returned detached from the pump cover outlet port. The remainder of the graft material was not returned. The bend relief had been severed at its hardware and was returned engaged to the graft attachment. The bend relief material was not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Visual inspection of the returned 1¿ portion of the sealed outflow graft revealed that the graft material was slightly compressed. The lack of tissue ingrowth suggested that this distortion was not present while the pump was supporting the patient and likely occurred during/post-explant. The returned graft material was free of further distortion such as twists or kinks, and the observed compression did not appear extensive enough to have contributed to a flow or functional issue. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of (B)(6), examination of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the lvad event and periodic log files retrieved from (B)(6) revealed low flow events. These events appeared consistent with the reported events, the findings from the submitted log files, and the findings from the submitted images of an outflow graft twist. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter phone/email: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had almost constant low flow alarms. Log files were provided. The account believed that the low flow alarms were caused by a thrombus formation in the outflow graft (ofg). The low flow alarms did not resolve. The patient was to go to the operating room (or) to resolve the issues. No date was set as of 30oct2020 for the operation. There were no other issues with the left ventricular assist device (lvad). The lvad worked as intended. The patient was asymptomatic. The patient was a recovery patient. While the patient is in the or, the account will try to explant the pump. If this is not possible, the account will at least have to change the outflow graft and perhaps do a pump exchange. The patient underwent a computed tomography (CT) scan on (B)(6) 2020. CT images were provided. The account planned to do an echocardiogram the following week then decide what to do. The operation was preliminarily planned for (B)(6) 2020. The account planned to explant the pump due to recovery. There were no changes to patient condition which may have contributed to thrombus. There were no issues with anticoagulation. The patient continued to have low flows with pulsatility index (pi) readings around 3 to 4. A CT scan was done. Images were provided for analysis.